Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for six 3.5 locking screws, part and lot numbers unknown implant date: reported only as (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an otherwise healthy male patient presented to surgery for a clavicle open reduction internal fixation. X-rays revealed a broken clavicle plate. On (B)(6) 2014 the hardware was removed. The devices were removed easily, reportedly there was no delay. The patient was revised to dual plates and screws with bone graft. It was reported that the procedure was successfully completed. This report is for six unknown 3.5 locking screws. This is report 2 of 3 for com-(B)(4).